Event description:
It was reported via repair work order that the retractable head section was was not working due to a broken telescoping tube assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.